Manufacturer narrative:
Conclusion: the device was used with / to secure pds suture, a monofilament. The product insert contraindicates the use of this device with suture other than 2-0, 3-0 and 4-0 vicryl.

Event description:
International customer reported that a pt was returned to surgery one day following a gastric bypass procedure. It was found that the mesenteric window had opened up, the suture was present; however, one of the lapra-ty clips had came off an end of the suture.